Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 3004209178-2016-59827.

Event description:
The customer reported via telephone call that he awoke in a panic one night with a high blood glucose reading 600 mg/dl. The customer also reported that the sensor gave inaccurate readings and declined troubleshooting for these issues. The customer was also hospitalized four times within the past year due to high and low blood glucose. The insulin pump was not replaced or returned.